Event description:
It was reported that monitor did not generate an alarm for a high heart rate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips remote clinical support (rcs) contacted the customer biomed who stated the monitor showed the patient's electrocardiogram (ECG) heart rate value = 125 beats per minute (bpm) but the monitor did not generate a heart rate (hr) yellow or red visual or audible alarm. The rcs advised the biomed to check the monitors' ECG default alarm settings. The biomed confirmed the following settings: monitors heart rate (default) limits = low 45- high 150 bpm - extreme alarms +/- 20. The rcs then advised the biomed to check the patient's ECG- hr tabular trends (under pic ix trend review). The biomed provided the following result: trend review show the heart rate value =125 bpm at on (B)(6) 2026 4:27am - patient's ECG strip shows heart rate value =125 bpm. The rcs reviewed the ECG/arrhythmia heart rate alarm structure and explained to the biomed that the patient's heart rate was within normal limits based on the current configuration. As a result, the monitor would not have activated a yellow (*) or red (**) alarm. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the customer not understanding alarm configuration.